Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display began to fade and went blank after pressing the act button. Customer also reported that there was condensation at the bottom of display screen but later went away. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons functioned properly and no damage on the keypad assembly was noted. Inspected the keypad connector on the lcd and it was locked properly. No moisture damage was found inside the pump. The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. No blank display was noted during testing. Unable to prime during the prime test and motor error alarm during basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.